Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the pressure tube assy (0004-00-0093) and 300 psi check valve (0103-00-0634). The fse then exorcised the unit to no fail. The pressure tube assy (0004-00-0093) and 300 psi check valve (0103-00-0634) with a reported failure of a helium leak was returned to maquet national repair center (nrc). The nrc performed a visual inspecton of the hose part number 0004-00-0093 serial number na with no damage observed, and visually inspected the 300 psi valve part number 0103-00-0634 serial number na, and observed the o ring on the valve is damaged. The nrc installed the hose into the cardiosave test fixture and tested the hose per the cardiosave service manual part number 0070-00-0639 rev.q. The hose passed testing. The damaged o ring was probably the cause of the helium leak. Retaining the hose and the valve in the nrc per procedure number 0002-07-d008 rev.aj.

Event description:
N/a.